Event description:
It was reported that an anthology inserter was broken during a revision hip surgery using the redapt stem. The threaded part of the inserter tip broke off flush in the implant inserter/extraction hole and could not be removed so it was left in the implant.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual examination of the returned anthology inserter indicated that the threaded portion of the inserter has fractured off, confirming the stated complaint. The fractured portion remains in the stem. This device was manufactured in 2012. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that the inserter tip is not intended as an implantable device. However, it was communicated that the tip is retained within the threaded portion of the stem and not within tissue or bone. No patient injury is being reported as a result of the retained tip. No further clinical assessment is warranted. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.